Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump declared a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. Customer, with guidance from technical support, removed cartridge, inspected and confirmed o-ring was in place and undamaged, removed pump from case, inspected and cleaned pneumatic tap area, reattached cartridge ensuring it was fully snapped in, and followed on-screen directions to complete load process, after which customer successfully resumed insulin delivery.